Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During an unknown surgery, about three sutures were broken in the middle of suture in a row during use. It was not a control release needle. Another product was used to complete the case. No sample will be returned. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/20/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: lot number? Unk. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). (B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to ethicon for evaluation. One empty open foil, one detached needle and one winding former with six undispensed strands were received for analysis. Product code vcp772d which is a control release and requires eight strands per packet. Upon visual inspection of the detached needle, the swage and attachment area were noted to be as expected. The barrel hole of the needle was examined with magnification, and no suture remnant was noted. The suture was not returned for analysis. In addition, the needle-suture combinations were visually inspected, and no anomalies or issues related to pull-off or breakage suture were observed during the evaluation. The product code vcp772d contains an absorbable suture. As the sample was received open, the time of exposure to the environment cannot be determined. As per the condition of the returned sample, the functional test could not be performed. No conclusion could be reached as to what may have caused the reported incident. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/29/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6. Component code: g07002 pending evaluation of returned device. Additional information: d9, h3, h6. Corrected information: d1, d2a, d2b, d3, d4, g1, g4. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. A device has been received. However, it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.